Manufacturer narrative:
The product was returned. Visual inspection and functional testing was performed on returned product, the nonconformance was confirmed. All inventory is tested to ensure it functions properly before it is shipped. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that "handle will not light." No other details were provided and no patient injury/harm reported.